Event description:
After treating the left anterior descending (lad) lesion, it was reported that the physician removed the 6f .070 jr4 vista brite tip guiding catheter from the patient and mentioned that he gave one to one torque during the procedure and the guiding catheter was given high pressure. When he was touching and observing the removed the guiding catheter, the mid shaft detached. The physician "assumed that he happened because he twisted hardly during the procedure. Good thing was that the guiding catheter was broken after the procedure." There was no patient injury reported. The device will be returned for analysis.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. Review of lot 15994769 revealed no anomalies during the manufacturing and inspection processes. The gender of the patient is unknown.

Manufacturer narrative:
Complaint conclusion: after removal of a 6f .070 jr4 vista brite-tip guiding catheter from the patient¿s vasculature, the mid shaft detached. There was no reported patient injury. The procedure was treatment of the left anterior descending (lad) lesion. The target lesion was severely calcified and moderately tortuous with an unknown rate of stenosis. There were no anomalies noted when the catheter was removed from the package or during preparation of the device. The catheter was not resterilized nor inserted through a stopcock instead of a hemostatic valve. The physician experienced resistance while advancing the device over a non-cordis guidewire. During the procedure, the physician gave ¿one to one torque and high pressure was given to the catheter¿. Additional information revealed that excessive torquing was required to engage the vessel. Resistance was encountered while removing the catheter and upon removal the mid shaft detached after being ¿touched and observed¿ by the physician. It is unknown if the device was kinked in the area of separation. The physician stated that he "assumed that he happened because he twisted hardly during the procedure, good thing was that the guiding catheter was broken after the procedure." One non sterile unit of vista brite tip 6f .070 was received coiled inside a plastic bag, the catheter was found twisted and separated at 37.8cm from ID band distal end. The catheter exhibited a twisting and elongation characteristics at the separation points. The proximal section of catheter body presents a kink bent condition at 24.0cm from ID band distal end as well as a twisted/separated condition was found at 37.0cm from ID band distal end. No other issues were found. The distal section of catheter presents compress/crush sections of: 2.0cm and 1.8cm, at 9.0cm and at 34.2cm from distal end respectively as well as a compressed and twisted/separated condition was found at 61.5 from distal end. No other issues were found. The insertion/withdrawal test and the insertion of a lab sample through catheter lumen could not be performed due to the condition of product as it was received for analysis (kinked, twisted and separated). Scanning electron microscope (sem) analysis was performed to the catheter in order to identify the source of the body separated condition; the results are the following: ¿sem results showed that the received catheter experienced a twisting event prior to the separation also the catheter presented evidence of elongations. In addition, the exposed braid wires presented evidence of ductile dimples on the separation surfaces; that condition suggests stretching / pulling and smearing events. No evidence of tool marks around the mentioned damages was observed; cutting was discarded as root cause since the material does not present cutting conditions.¿ the catheter od and ID were measured near to twisted and separated condition and near to kinked conditions and also the od/ID were measured at different locations. All measurements were compared against and results were found within specification. The torque and pull test results were reviewed and no anomalies were found. The fusing machine parameters and preventive maintenance records for fusing machines were reviewed, and it was found that the preventive maintenance was executed during the established time period. A review of the manufacturing documentation associated with lot 15994769 revealed no anomalies during the manufacturing and inspection processes. The reported complaints catheter/body shaft-tracking difficulty, ¿catheter/body shaft withdrawal difficulty¿ and ¿catheter/body shaft-resistance/friction inner lumen¿ could not be confirmed by functional analysis due to the condition of the catheter upon receipt (kinked, twisted compressed and separated). The reported complaint ¿catheter/body shaft separated¿ was confirmed by analysis. Based on the information available for review, the device appeared normal upon removal from the package. Vessel characteristics (severely calcified and moderately tortuous) and procedural factors (excessive torquing) may have contributed to the difficulty experienced by the customer as evidenced by elongations and twisted condition of the catheter at the point of separation. Additionally, handling factors post procedure may have contributed to the separation as noted by the physician. Neither the analysis, nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action will be taken at this time.

Manufacturer narrative:
Additional information was provided by the affiliate. The device did not separate inside the patient. There was resistance met while advancing the device and over the guidewire. Excessive torquing was required. There was resistance met while withdrawing the device. The target lesion was severely calcified and moderately tortuous. The rate of stenosis was unknown. The device was not resterilized. There were no anomalies noted when removed from the package and during prep. The device was not inserted through a stopcock instead of a hemostatic valve. It is unknown if the device kinked in the area of separation. (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.